Manufacturer narrative:
The customer reported the tubing was leaking at the blue connection piece (identified as upper fitment component) just above the pump segment. It was noticed during priming of the tubing and was not attached to a patient. The customer provided a photo of what looks to be an unused set (from drip chamber to middle of silicone segment). A magnified view of the engagement between the tubing and top of the upper fitment components appears to shows the tubing end slightly twisted and not inserted fully within the upper fitment. Received was a used set model 2426-0500 with package lot 20033014. Also received was a note with the written text "june 17/20 tube leaking at top of pump segment primed with 0.9% normal saline (B)(4)". The as-received sample was visually inspected for kinks, holes/tears in the tubing, or damages to the components. It was observed that the tubing p/n tc10013433 end inserted at the top of the upper fitment was slightly twisted and not inserted fully within the upper fitment. No other issue was observed. Functional testing was performed by repriming the set. It was immediately observed that fluid leaked out at the engagement between the tubing and upper fitment components. No other issue was observed. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.164 ± 0.003 inches. The tubing engagement to the top of the upper fitment was slightly tugged. No separation was observed. The specific bd manufacturing facility (nogales) was made aware. Equipment used (inspection performed on (B)(6) 2020): ram optical instrumentation/eq08204/calibration due date (B)(6) 2021 the device history record for set model 2426-0500 lot 20033014 shows the set was manufactured on 03mar2020 with a total of 32,523 units built. There were no quality notifications issued during the production build of this set. The customer¿s report that the tubing was leaking at the upper fitment component was confirmed based on functional testing of the as-received set. Further visual inspection of the observed leaking engagement observed that the tubing end inserted at the top of the upper fitment was slightly twisted and not inserted fully within the upper fitment. The root cause was due to a manufacturing assembly issue due to operator error. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no (lot no): 20033014. It was reported the tubing was leaking at the blue connection piece just above the pump segment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no (lot no): 20033014. It was reported the tubing was leaking at the blue connection piece just above the pump segment.